Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose (tdd) history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. The tdd history showed zero units delivered on (B)(6) 2011. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during investigation. Unrelated to the complaint, the battery compartment and cap threads were found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas for an unclear reason but was unable to follow commands and was belligerent. The patient disconnected the call with the animas representative. In turn, the animas representative contacted paramedics on behalf of the patient. When the paramedics arrived, the patient's blood glucose (bg) was tested and a result of "24 mg/dl" was obtained. The paramedics provided unspecified treatment to the patient until her bg was brought to a safe level. The patient declined to go to an emergency room (ER). The patient's doctor was notified of the event. The doctor informed the animas representative that he decreased the patient's lantus insulin regimen as well as her meal time bolus with syringes. The doctor was also going to review the patient's insulin pump therapy and insulin needs with her endocrinologist. This complaint is being reported due to the following conclusion: the patient reportedly suffered a hypoglycemic level that meets animas' criteria for a serious injury and received treatment from paramedics. It is unclear however, what actions, if any, the patient took in relation to the pump prior to suffering the hypoglycemic event. It is also unclear if the pump contributed to the patient's injury or if an allegation was made that the pump malfunctioned.